Event description:
In 2005, the nurse department at facility reported to baxter's technician and the medical department of the hospital that during the dialysis treatment a blood leak had been detected in the monitor. The technician verified that the leak had occurred in the third sensor of the pressure isolators. The procedure for disinfection was followed and the monitor was placed back in the treatment room for use. There was no pt injury or medical intervention reported.